Event description:
A home patient reported a patient extension line that had leaked at the connector. The leak was noted during set-up. No other abnormalities were noted with the extension lines. The patient does have one dog, however, he is an outside dog and does not have access to the patient's supplies. No patient injury or medical intervention was associated with this incident per the home patient.